Event description:
The user facility reported that during an operative laparoscopy procedure the physician noted that the tip of the device was missing. The physician believed the tip had fallen inside the patient; however, the patient's cavity was searched throughly and the tip was not found. The nurse could not be certain if the tip had broken off outside of the patient prior to the procedure. The procedure was completed and no patient injury was reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information or if the device is received at a later time this report will be supplemented.